Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pain'). In a 41-year-old female patient who had essure (ess205) (batch no. 12276301), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: uterine bleeding, dysmenorrhea, hair loss, tooth disorder, uterine leiomyoma, uterus enlarged and anemia. Hysterosalpingogram (hsg) confirmation test 2005. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding ( vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding ( vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), iron deficiency anaemia ("blood or heart disorder/condition, type: anemia") and tooth disorder ("dental problems"). And was found to have weight decreased ("weight gain/loss specify, which one: weight loss") and weight increased ("weight gain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), hysterectomy (full)). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, weight decreased, alopecia, weight increased, vaginal haemorrhage, menorrhagia, dysmenorrhoea, iron deficiency anaemia and tooth disorder outcome was unknown. The reporter considered alopecia, dysmenorrhoea, iron deficiency anaemia, menorrhagia, pelvic pain, tooth disorder, vaginal haemorrhage, weight decreased and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted, in date of insertion: (B)(6) 2005. Current weight 140 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass: index was 22 kg/sqm. Hysterosalpingogram: on (B)(6) 2006, results: total bilateral occlusion. In 2005, results: total bilateral occlusion. Pathology test: on (B)(6) 2017, uterus and cervix, bilateral fallopian tubes, hysterectomy and bilateral, salpingectomy proliferative; type: endometrium benign leiomyoma, benign cervix benign: bilateral fallopian tubes with paratubal cyst. Most recent follow-up information incorporated above includes: on (B)(6) 2020, pfs received: lot number was added. New events added: "abnormal bleeding (vaginal), menorrhagia, blood or heart disorder/condition; type: anemia. Dental problems, dysmenorrhea (cramping). We received a lot number in this case. A technical investigation will be conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 41-year-old female patient who had essure (ess205) (batch no. 12276301) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding, dysmenorrhea, hair loss, tooth disorder, uterine leiomyoma, uterus enlarged and anemia. Hysterosalpingogram (hsg) confirmation test 2005. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding ( vaginal ,menorrhagia)"), menorrhagia ("abnormal bleeding ( vaginal , menorrhagia )"), dysmenorrhoea ("dysmenorrhea (cramping)"), iron deficiency anaemia ("blood or heart disorder/condition type: anemia") and tooth disorder ("dental problems") and was found to have weight decreased ("weight gain / loss specify which one: weight loss") and weight increased ("weight gain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), hysterectomy (full)). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, weight decreased, alopecia, weight increased, vaginal haemorrhage, menorrhagia, dysmenorrhoea, iron deficiency anaemia and tooth disorder outcome was unknown. The reporter considered alopecia, dysmenorrhoea, iron deficiency anaemia, menorrhagia, pelvic pain, tooth disorder, vaginal haemorrhage, weight decreased and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted in date of insertion- (B)(6) 2005, (B)(6) 2005 current weight 140 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22 kg/sqm. Hysterosalpingogram - in 2005: results: total bilateral occlusion; on (B)(6) 2006: results: total bilateral occlusion. Pathology test - on (B)(6) 2017: uterus and cervix, bilateral fallopian tubes, hysterectomy and bilateral salpingectomy - proliferative type endometrium benign leiomyoma benign cervix benign bilateral fallopian tubes with paratubal cyst.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jul-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (ess205) inserted. In 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove the essure). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.